Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that high impedance levels and a suspected fracture of the patients right ventricular (rv) lead were discovered during a device follow-up. The lead has been capped and new lead implanted. No patient complications have been reported as a result of this event.